Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received which indicated that the discharge holter study was abnormal due to ventricular ectopy and deemed clinically significant.

Manufacturer narrative:
Updated data: b5, b7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that the day following the onset of the non-sustained ventricular tachycardia a beta-blocker was initiated.

Manufacturer narrative:
Updated data: h6. Eval code method. Product analysis: the suspect device remains implanted in the patient; therefore, analysis of the device was not performed. However, procedural images were submitted to medtronic for review. An echocardiogram was performed prior to the valve implantation and showed normal size and function of the left ventricle. There was mild mitral regurgitation, a moderately dilated right ventricle with normal appearing function, and severe pulmonary regurgitation. There was no obvious arrythmia on the submitted echocardiogram imaging clips. An echocardiogram was performed at discharge following the valve implant procedure, new findings revealed ¿possible¿ mild pulmonary paravalvular leak (pvl) which was only seen from subcostal and apical imaging viewpoints. There was trivial central pulmonary regurgitation and mild tricuspid regurgitation. There was no obvious arrythmia on echo imaging clips. Conclusion: the post-implant echocardiogram revealed a well seated transcatheter pulmonary valve (tpv) with possible mild pvl and trivial central regurgitation. There was no obvious arrythmia noted; however, an echocardiogram is not an assessment of cardiac rhythm. Although I ntra-operative fluoroscopic images were provided for review, it was difficult to determine the final position of the tpv in the main pulmonary artery because the final angiogram was not provided. A fit analysis would be required to confirm adequate length of main pulmonary artery. A device history record review was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. The reported ventricular ectopy and ventricular tachycardia are types of arrhythmias. Both ectopy and tachycardia are generally a result of known potential adverse effects per the device instructions for use, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions, and in this case was treated with medication. In this case, a conclusive cause could not be determined from the limited information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. Product ID: harmony dcs; lot #: 0011961911; ubd: unknown; UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve, non-sustained ventricular tachycardia occurred. Subsequently, an unspecified medication was administered. The patient was discharged with a portable electro cardiogram monitor. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated following valve placement, ¿significant¿ premature ventricular contractions (pvc) burden as well as persistent non-sustained ventricular tachycardia runs of 3-8 beats. With administration of the beta-blocker the heart rate decreased to the 40 ¿ 50 beats per minute range overnight. However, the pvc burden improved. The patient stabilized and was discharged with same medication. As reported, the ventricular ectopy and non-sustained ventricular tachycardia were possibly related to the valve implant procedure and unrelated to the valve itself.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the patient was not symptomatic as result of the premature ventricular contraction (pvc) burden.